Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl- left; reason(s) for revision: unknown. Update rec'd (B)(4) 2014 - rec'd (B)(4) with 2 reasons for revision - pain and component loosening, osteolysis - have had to query which component loosened as surgeon's handwriting is illegible - (B)(6) 2014. Have kept the complaint description for each product as "ortho: no information provided" until file handler confirms which component loosened. Update (B)(4) 2014 - rec'd confirmation that no component loosened despite saying so on the scf. Instead it says: progressive osteolysis zone 1, 2 and 7 proximal femur according to file handler/operative notes. Therefore I will attach the operative notes to the 2nd request for information which will then be closed. I have also attached the operative notes to this com for any future reference. Changed reason for revision on product pages.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl- left; reason(s) for revision: unknown.